Event description:
It was reported that during a sleeve gastrectomy, clips not forming properly when advancing into the jaws; they were feeding sideways. So when deployed they were malformed. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The er420 device was returned in good visual condition with a clip within the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.